Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 1 month dental implant was installed in intraoral region 8#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, bone graft was executed, immediate implant procedure was performed, trauma over the implant has occurred and the patient presented bone type ii.